Event description:
According to the surgeon, the harmonic scalpel was not operating correctly. It was not cutting correctly and the unit felt hot. Surgeon has used device before and this device did not feel 'right'. He opted to change out the equipment. Sales rep. Was present during the incident and stated he would report to the FDA as well.